Event description:
A sales representative informed product surveillance of a "double overinfusion." Per the facility representative, it is unknown when this event occurred. There is no patient incident report filed for this event. There is no additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.